Manufacturer narrative:
Component, investigation type, findings, and conclusions. Inspection the device was not returned and no photos were provided, so an evaluation is unable to be performed. DHR review the lot number was not provided, so the DHR was unable to be reviewed. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown surgical or patient factors. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a revision surgery was performed to remove a mobi-c device at the c5/6 level of a two level construct after the inferior plate subsided and migrated anteriorly. The device was removed. The initial levels treated were c4/5 and c5/6.

Event description:
It was reported that a revision surgery was performed to remove a mobi-c device at the c5/6 level of a two level construct after the inferior plate subsided and migrated anteriorly. The device was removed. The initial levels treated were c4/5 and c5/6.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.